Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown: product type lead b2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back regarding the previously reported events and stated that the ins was not working right. The patient stated that the leads were in the right place, but they were not stimulating the right place. The manufacturing representative (rep) put in two more programs, and it was still hitting their tailbone and not on the right spot. The patient stated that they went to the healthcare provider (hcp) office on 6th of november. Then they went to the emergency room and they were able to cast out 2 liters of urine. They had sepsis, e-coli, and another bacteria because they were retaining water in their bladder and were currently on catheter. The patient also stated that the hcp said that everything was in place, but they think there's an extra lead, because it hurts more, and it's right on the pelvic bone. The hcp told them to turn it off. They did a voiding trial with the hcp, but the issue still persisted. The patient also stated that it needed to be removed and replaced, because it started heating up. The patient also mentioned that they had received a letter from the manufacturer. The agent listed the reference number and answers to the questions: when asked what steps were taken to resolve the issue the patient reported that they tried having a rep reprogram it, they did an impedance test, and had an x-ray but everybody was reading it differently. They were feeling it not on the right spot and they were retaining water. They reported that the issue had not been resolved. The agent also sent physician listings to the patient and redirected them to the hcp to have the device checked gain.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  about 3 weeks ago they noticed the therapy was no longer working. The patient said they were wetting the bed at night because they couldn't tell when they needed to urinate. The patient wondered if an unrelated procedure may have hit some of their nerves.  The patient increased/decreased the amplitude and tried other programs, but they continued to experience the same symptoms and they couldn't feel any stimulation regardless of the amplitude or program. The patient called their managing hcp to make an appointment, and the hcp advised the patient to call medtronic to request a mdt rep be present at the appointment. Agent sent an email to the field with the patient's request. The patient was redirected to their hcp to further address the issue. The patient said they may consider going to the ER so they can get a foley catheter.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.